Event description:
The customer reported a false positive reaction with cell a1. The customer has returned the supposedly defective product, but no patient sample was returned. Therefore our quality control laboratory tested the complaint sample with different controls and donor samples. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell a1&b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.